Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("implant migration / internal part of essure on uterine fundus /found essure on uterine wall on posterior lateral right position"), device breakage ("implant broken on right side / abdominal x¿ray found 3 fragment of 17mm"), allergy to metals ("nickel allergy"), autoimmune disorder ("auto-immune disease"), ankylosing spondylitis ("ankylosing spondylitis") and lichen sclerosus ("sclerosus lichen") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), ankylosing spondylitis (seriousness criterion medically significant), lichen sclerosus (seriousness criterion medically significant), sciatica ("pseudo sciatic pain"), back pain ("sacrum iliac pains"), groin pain ("groin pains"), migraine ("daily migraine"), fungal infection ("mycosis"), memory impairment ("memory disorders"), dyspareunia ("painful sexual intercourse"), fatigue ("chronic fatigue"), affective disorder ("mood disorders") and eyelid oedema ("eyelid edemas") and was found to have lymphocyte count increased ("slight lymphocyte reaction to nickel allergy") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy in 2017 and hysterectomy + vulvoperineoplasty on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, allergy to metals, autoimmune disorder, ankylosing spondylitis, lichen sclerosus, migraine, fungal infection, memory impairment, fatigue, affective disorder, eyelid oedema and lymphocyte count increased outcome was unknown, the sciatica, back pain, groin pain and dyspareunia had resolved and the weight decreased had not resolved. The reporter provided no causality assessment for affective disorder, allergy to metals, ankylosing spondylitis, autoimmune disorder, back pain, device breakage, device dislocation, dyspareunia, eyelid oedema, fatigue, fungal infection, groin pain, lichen sclerosus, lymphocyte count increased, memory impairment, migraine, sciatica and weight decreased with essure. The reporter commented: on the day of the report, immunosuppressive drugs was stopped and there was no more pain diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: essure on uterine wall on posterior lateral right position. X-ray - in march 2017: internal part of essure on uterine fundus; on (B)(6) 2017: found 3 fragments of 17mm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc; FDA codes upgraded to fully reflect ptc results, allergy to metals upgraded to incident event. No lot number or device sample was received in this case. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("implant migration / internal part of essure on uterine fundus /found essure on uterine wall on posterior lateral right position"), device breakage ("implant broken on right side / abdominal x¿ray found 3 fragment of 17mm"), autoimmune disorder ("auto-immune disease"), ankylosing spondylitis ("ankylosing spondylitis") and lichen sclerosus ("sclerosus lichen") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), ankylosing spondylitis (seriousness criterion medically significant), sciatica ("pseudo sciatic pain"), back pain ("sacrum iliac pains"), groin pain ("groin pains"), migraine ("daily migraine"), fungal infection ("mycosis"), memory impairment ("memory disorders"), lichen sclerosus (seriousness criterion medically significant), dyspareunia ("painful sexual intercourse"), fatigue ("chronic fatigue"), affective disorder ("mood disorders"), eyelid oedema ("eyelid edemas") and allergy to metals ("nickel allergy") and was found to have lymphocyte count increased ("slight lymphocyte reaction to nickel allergy") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy in 2017 and hysterectomy + vulvoperineoplasty on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, autoimmune disorder, ankylosing spondylitis, migraine, fungal infection, memory impairment, lichen sclerosus, fatigue, affective disorder, eyelid oedema, lymphocyte count increased and allergy to metals outcome was unknown, the sciatica, back pain, groin pain and dyspareunia had resolved and the weight decreased had not resolved. The reporter provided no causality assessment for affective disorder, allergy to metals, ankylosing spondylitis, autoimmune disorder, back pain, device breakage, device dislocation, dyspareunia, eyelid oedema, fatigue, fungal infection, groin pain, lichen sclerosus, lymphocyte count increased, memory impairment, migraine, sciatica and weight decreased with essure. The reporter commented: on the day of the report, immunosuppressive drugs was stopped and there was no more pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: essure on uterine wall on posterior lateral right position. X-ray - in (B)(6) 2017: internal part of essure on uterine fundus; on (B)(6) 2017: found 3 fragments of 17mm. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.